Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead's pacing impedance and capture thresholds have been steadily increasing since 2010. The lead remains in use and was recommended to continue to be monitored. No patient complications have been reported as a result of this event.